Manufacturer narrative:
An event regarding disassociation and loosening involving a duracon stem component was reported. The event was confirmed by medical review. Method & results: product evaluation and results: visual inspection was performed as part of the material analysis report (mar), dated 21-may-2019. This inspection indicated that damage consistent with scratching was observed on the articulating surface of the femoral component. Damage on the threads of the 23mm x 80mm fluted stem is consistent with contact against a hard object. Damage of the internal hex on both the 23mm x 80mm and the 18mm x 80mm fluted stems is consistent with implantation damage. Damage present on the articulating surface is consistent with burnishing, scratching, and third body indentations. Eds showed that each component is consistent with its respective drawing. Based on the given information, no identifiable material or manufacturing discrepancies were observed on the surface examined. Clinician review: a review of the provided medical record was deemed insufficient by a clinical consultant indicated: provided x-rays confirm disassociation. Need operative reports, office/clinical reports, serial x-rays, and examination of the explanted components. Device history review: all devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the lot referenced. Conclusions: the mar report indicates that damage consistent with scratching was observed on the articulating surface of the femoral component. Damage on the threads of the 23mm x 80mm fluted stem is consistent with contact against a hard object. Damage of the internal hex on both the 23mm x 80mm and the 18mm x 80mm fluted stems is consistent with implantation damage. Damage present on the articulating surface is consistent with burnishing, scratching, and third body indentations. Yellow eds showed that each component is consistent with its respective drawing. Based on the given information, no identifiable material or manufacturing discrepancies were observed on the surface examined. The exact cause of the event could not be determined because insufficient information was provided. Additional information, including operative reports, progress notes and x-rays are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.

Event description:
Loosening of the mrh prosthesis in the femoral area. Stem loosened from femur.

Manufacturer narrative:
It was noted that the device is not available for evaluation. A review of the device history records indicate that devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Loosening of the mrh prosthesis in the femoral area. Stem loosened from femur.